Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. The UDI number is not available as the device was manufactured before UDI implementation.

Event description:
The customer reported that the nimbus mattress is defective. The customer requested a repair quotation. During the quotation, the technician noticed that the sensor pad had become a balloon. The faulty automatt had caused the mattress to overinflate. There was no patient involved, and no injury was reported.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Manufacturer narrative:
The customer reported that the nimbus mattress was leaking. During the device evaluation, the arjo technician noticed that the CPR and 2 cells were leaking and that the sensor pad had become a balloon. The faulty automatt had caused the mattress to overinflate. There was no patient involved, and no injury was reported. The cause of the automatt over-inflation is an incorrect circulation of the air in the automatt sensor pad (mattress base) due to inner tube damage. The tpu tube may break over time due to the extruding force of the silicone tube and the external bending force (e.g., bending the mattress during transport). The technician confirmed that the membranes of the grommets were punctured. When the grommet membrane is punctured and load is applied on the mattress, air will escape through the punctured membrane, reducing the risk of the automatt over-inflating and the patient's falling. In the complaint at hand, the load was not applied to the mattress (there was no patient involved). This is in line with the instruction for use for nimbus 4 and nimbus professional (649933en): "do not place the patient on the mattress until it is fully inflated and normal operating pressure has been reached." In summary, the nimbus 4 mattress did not meet its specifications since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. No injury was claimed. The complaint was decided to be reportable due to the nature of the failure (automatt overinflated).